Event description:
It was reported that the right ventricular lead experienced first rib/clavicle crush injury to the outer insulation, and that there was also low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached (clavicle-rib crush); full lead returned and analyzed.